Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The patient presented with chest pain. Vascular access was obtained via the femoral artery. The 90% stenosed, 10x3.5mm, concentric, de novo target lesion with a bend of between 45 and 90 degrees was located in the mildly tortuous and moderately calcified left circumflex artery. After pre-dilatation was performed with a 3x12mm balloon catheter, a 38 x 3.00 promus premier¿ drug-eluting stent was advanced; however, significant resistance was encountered while trying to cross the lesion. The device was removed and it was noted that the struts at the mid segment of the stent were kinked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.